Event description:
It was reported "staplers are not releasing the skin staplers. Does not discharge staple". This event happened prior to use, no patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "staplers are not releasing the skin staplers. Does not discharge staple". This event happned prior to use, no patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - staples not firing" was not confirmed based upon the sample received. The stapler was returned with no staples remaining in the cover block. For this reason, functional testing could not be performed, and the reported complaint could not be confirmed. The customer returned one fired staple; the staple was almost fully formed, the complaint could not be confirmed as manufacturing issue as it cannot be confirmed that trigger was fully engaged by customer when fired. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.